Event description:
A complaint was received regarding unspecified lower scan glucose values while wearing the adc device. The customer went to the emergency room overnight and received unspecified third-party medical treatment. Blood glucose tests of "126 and 124" were provided, however, no further information was provided. Furthermore, sensor scans of 76 mg/dl and lo (less than 40 mg/dl) were provided however it is unknown if these scans were taken at the time of the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.